Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Thirteen ventricular non-sustained tachycardia episodes at <(><<)>=210 ms occurred on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular short interval count was 107 counts in 4.04 days between (B)(6) 2013. Concomitant products: d294trk implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular lead. Non-sustained tachycardia episodes and an increase in sensing integrity counts was observed. While in office, noise was observed, but noise could not be solicited with shoulder maneuvers. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was later reported that the pace/sense portion of the lead was capped and replaced with a previous lead.